Event description:
It was reported the customer had air bubbles in their reservoir. The customer's blood glucose was 208 mg/dl. Customer stated their air bubbbles were tiny in size. Advised the customer that rewinding with the reservoir in place may create air bubbles. It was also found the customer's insulin was not stored a room temperature. Customer was advised to use insulin stored at room temperature. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)